Event description:
It was reported that the patient was feeling diaphragmatic stimulation post implant of right atrial (ra) lead. After interrogating the device, there no p waves sensed and no capture. It was noted the ra lead dislodged into the ventricle. The lead was repositioned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead, implanted: (B)(6) 2014. (B)(4).